Manufacturer narrative:
Evaluation summary: the catheter was received in a broken shipping tube. The clear adaptor is broken where the gray shipping tube ends. The shrink seals are still attached, one at the clear adaptor cap and the other around the dfu. When the catheter was pulled out of the tube, it was found to be bent at the adaptor break site. The balloon and windings were found to be in good condition. Although the reported defect was confirmed, there is no evidence of a manufacturing defect. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Reportedly, the device was received broken where the clear tube meets the grey. No patient injury was reported.